Manufacturer narrative:
The surgeon reported he felt navigation was 2-5 mm off. The medtronic field rep trained the surgeon on proper tracing technique. No further inaccuracy has been reported since the training was performed.

Manufacturer narrative:
Patient age not made available from the site. Event date is approximate. A medtronic representative, following-up at the site, software investigation completed. Findings are that the tracer pattern was not correct for registration. Surgeon traced in mostly the nose and brow area; more posterior tracing is required to improve accuracy. Software functioning as designed. On (B)(4) 2014, medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A site staff member reported, to a medtronic representative, that their navigation system was inaccurate. At this time, no details regarding patient demographics, surgeon name, details of the procedure or the patient outcome were provided to the medtronic representative. All reported specifics of this event were identified in follow-up investigation by medtronic representatives. It was determined that the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.